Event description:
New information receives notes that the patient presented in-clinic, programming changes were made and no adverse patient consequences were reported. The over-sensing did not impact the device function.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's pacemaker. No information regarding intervention or adverse patient consequences was reported.